Event description:
Blood accumulation on floor below the heart lung machine disposables. After checking that all screw ports were tightly connected, I noticed blood coming from the housing for the temperature probe site on the oxygenator.